Manufacturer narrative:
One 7x25mm biosure ha screw was returned for evaluation. Visual assessment of the screw confirmed the complaint of breakage. Approximately 8mm of the distal threads have broken off and were not returned for evaluation. Dimensional assessment of the screws major diameter was found to meet print specification. With the limited clinical details provided regarding graft type, size, tunnel size and site preparation activities no root cause can be determined. Further investigation is not warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implantation the head of the biosure ha screw broke. A backup device was available to complete the procedure without delay and with no patient impact reported.